Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant it was noted that the pulse generator exhibited intermittent undersensing. The device was reprogrammed, the patient was asymptomatic. At next day check the device was functioning normal. The patient would continue to be monitored.